Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a gastric bypass procedure, on the third firing of the device on the pouch there 4 to 5 staples that were not formed. One side of the staples were formed. The same device was used to complete the procedure. No adverse consequences reported. The device was discarded. No further information is available.